Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences a shocking sensation and then her stimulation turns off by itself. She also has to charge more frequently than before. An sjm representative met with the patient and lead diagnostics showed low impedances. Reprogramming was unable to resolve the issue. Surgical intervention is pending to address the issue.